Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. It was reported that the customer had issues with their lancet device. The customer's blood glucose level was reported to be 49mg/dl. It was reported that the customer declined to troubleshoot the device over the phone. It was reported that the customer was requesting training with pump. No further assistance or information provided.